Event description:
Reportedly, during device interrogation on (B)(6) 2020, the battery impedance displayed was 14.06 kohms. During the previous interrogation on (B)(6) 2020, the battery impedance displayed was 8.21 kohms. Due to the covid-19 situation, the physician would like to wait eight days before explanting the subject pacemaker and was wondering if the pacemaker might cease to operate reliably within this timeframe, as the patient is pacing-dependent.

Manufacturer narrative:
Reportedly, the subject pacemaker was explanted and should be returned for analysis.

Manufacturer narrative:
D6b, h3 and h6 updated.

Event description:
Reportedly, during device interrogation on (B)(6) 2020, the battery impedance displayed was 14.06 kohms. During the previous interrogation on (B)(6) 2020, the battery impedance displayed was 8.21 kohms. Due to the covid-19 situation, the physician would like to wait eight days before explanting the subject pacemaker and was wondering if the pacemaker might cease to operate reliably within this timeframe, as the patient is pacing-dependent.

Manufacturer narrative:
D3: (email address) and g1: (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, during device interrogation on (B)(6) 2020, the battery impedance displayed was 14.06 kohms. During the previous interrogation on (B)(6) 2020, the battery impedance displayed was 8.21 kohms. Due to the covid-19 situation, the physician would like to wait eight days before explanting the subject pacemaker and was wondering if the pacemaker might cease to operate reliably within this timeframe, as the patient is pacing-dependent.

Event description:
Reportedly, during device interrogation on (B)(6) 2020, the battery impedance displayed was 14.06 ko. During the previous interrogation on (B)(6) 2020, the battery impedance displayed was 8.21 ko. Due to the covid-19 situation, the physician would like to wait eight days before explanting the subject pacemaker and was wondering if the pacemaker might cease to operate reliably within this timeframe, as the patient is pacing-dependent.